Manufacturer narrative:
(B)(4): the customer reported that during testing the energy delivered was out of specifications. There was no patient involvement. The device was evaluated by the customer. The customer was informed that this device has been out of support since (B)(6) 2006 and parts are no longer available. The device remains at the customer site. The trending data does not support that there is systemic problem or emerging issue involving the symptom(s) and failure associated with this complaint. We are unable to determine the cause of the reported symptom. We are considering this a malfunction. No customer communication was requested.

Event description:
The customer reported that during testing the energy delivered was out of specifications. There was no patient involvement.